Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed continuity resistance test; sensor passed per specifications and performed bicarbonate buffer test; sensor failed with high readings. Also found cannula bent. We were unable to confirm sensor was in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the sensor was not communicating properly with the transmitter. Caller stated that the customer received calibration errors and change sensor alerts. Caller reported that upon removal of the sensor, the customer saw that the cannula was split into two. Blood glucose level at the time of the incident was 147 mg/dl. The customer's mother was advised that the sensor would be replaced and agreed to return the product for analysis.